Event description:
It was reported seventeen infusion sets that the patient experienced hyperglycemia on (B)(6) 2026 due to infusion set cannula was bent and was treated with correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.